Manufacturer narrative:
Patient's exact age is unknown; however, patient was over 18 years old. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Additional information: during the colonoscopy procedure, the clip failed to release from the delivery catheter. The clip was pulled from the tissue which led to minor bleeding at the site. The procedure was completed using another resolution clip.

Event description:
It was reported to boston scientific corporations that a resolution hemostasis clipping device was used during a procedure. According to the complainant, the device failed to release from the delivery system. There were no patient complications as a result of this event and the patient condition was reported as fine post procedure. Attempts to obtain additional information regarding the event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. Reported event of clip failed to separate from catheter. The complainant indicated that the device will be returned, however, it has not yet been received. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.